Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed. There are no units in stock. After checking under microscope the sample received, it was observed that there are not marks of needle on the support cardboard as can be seen, therefore, it is concluded that there were no suture inside the pack. This mistake was probably produced during the automatic packaging step in the manufacturing line. Taking into account that no other customer complaints have been received of this code batch, this is considered as an isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. In order to make a proper assessment in relations to this claim, it is necessary that the object of the claim and / or, if possible at least 5 units in closed packaging is available to proceed with the analysis established by the pharmacopoeia. Final conclusion: complaint is justified. Actions on product: credit note for one box of product as a compensation. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(4). Empty pouch. No suture in 1st pack / empty package.